Manufacturer narrative:
Elevated powers and ldh was previously reported in MFR 2916596-2020-00095. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent hm ii to hm 3 exchange for elevated ldh and powers consistent with suspected thrombus. No additional information was provided.

Manufacturer narrative:
Section d4, h4: correction manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as the device was not returned for analysis. Multiple requests for return of vad-20386 were issued to the customer; however, no additional information regarding pump disposition was provided and the device has not been returned to date. The complaint file will be closed accordingly. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen for patients using the device. No further information was provided. The manufacturer is closing the file on this event.